Event description:
It was reported that, during a procedure, the osteoraptor suture anchor broke. The procedure was completed using a smith and nephew back up device. It is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a procedure, the osteoraptor suture anchor broke. The broken device was removed from the patient using suction. The procedure was completed with a non-significant surgical delay using a smith and nephew back-up device in the originally drilled bone hole. No further complications were reported. Current status of the patient is good.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and comply with provided percentage composition specifications as measured by ash test. A review of the customer provided image finds an insertion device laying on a smith + nephew product box, the packaging is visible with some suture material partially inside it. There is no anchor in the image. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchor and suture string. All returned items have debris on them. The anchor is fractured near the distal end and the suture string is still through the suture window. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of the customer provided image finds an insertion device laying on a smith + nephew product box, the packaging is visible with some suture material partially inside it. There is no anchor in the image. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states a review of the provided photo of the inserter device does not provide any clinical insight into the breakage of the anchor. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.